Manufacturer narrative:
(B)(4). Describe event or problem - correction to the following statements in the initial MDR, "on (B)(6) 2023, the patient had been receiving unspecified high cgm values on the receiver all day long and the bg at some point was 135 mg/dl. " and "there was not a complete set of reported glucose values available to search within the parkes error grid calculator. "

Event description:
On 08/11/2023, the patient had been displaying "high" on the receiver all day long and the bg at some point was 135 mg/dl. The reported glucose values fall within the c zone of the parkes error grid.

Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On 08/11/2023, the patient had been receiving unspecified high cgm values on the receiver all day long and the bg at some point was 135 mg/dl. An unspecified time later, while driving, the patient experienced disorientation, blurred vision, and confusion. There were no cgm alerts or alarms coming from the receiver. The cgm value was not provided. The patient pulled over and passed out. The patient was unconscious for 1 hour before a driver noticed him and called 911. He was transported to the emergency department where the bg below 30 mg/dl and the cgm value was not provided at that time. The patient was treated with glucose and was unconscious for a total of 2.5 hours before recovering. He was discharged when the bg was 175 mg/dl and the cgm value was not provided. At the time of the report, the patient was fine with unspecified readings back to normal. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.